Manufacturer narrative:
Additional information: e1(initial reporter: (B)(6)/biomed, event site telephone: (B)(6)). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a defective hinge. The fse replaced the hinge on the right side. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a defective hinge. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.